Manufacturer narrative:
The device, intended for use in treatment, was return for evaluation. A visual inspection of the nail prox drop indicated extreme use/wear around the locating pin and connector pin, with chipping around some of the holes. This device was manufactured in 2009. A functional evaluation indicated that the guide clamp did function, however with some sticking, causing it to be difficult to operate. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during inspection process, the nail prox drop was found to not connect and disconnect properly. There was no case involved.